Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair.. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA not necessary. The customer stated that there was no patient involvement.

Event description:
Fails plunger position verification test. (B)(4). Device passed verification of force and position. However, 9 entries for 351.6660 error indicated at the very least an intermittent issue. As the force sensor, tube driver and split nuts were replaced on the previous repair and no physical damage is apparent, the linear sensor was suspected of being defective. Upon removal of linear sensor from carriage assembly, it was noted that the solder connection between the potentiometers to the linear sensor metal layer was non-existent and easily moved away from it when pried, seemingly supporting the theory that the solder was attached to some unknown contaminating coat over the metal layer. This setup provided a weak physical/mechanical contact for the electrical connection (in contrast to a proper chemical bond). Replaced linear sensor. Device calibrated and pmed. (B)(4).